Manufacturer narrative:
(B)(4). Exemption number, e2014005 (B)(4).

Event description:
The event was reported by a customer from USA: leakage from administration set.

Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "the pump was in standby and still infusing drug.